Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B) (4) - failure (event) observed during analysis. The pacemaker was found to have no output and no telemetry. Analysis found that both bond wires that connect the battery terminal to the hybrid were not properly connected, so power was not being supplied to the hybrid. Once a jumper wire was connected from the battery post to the hybrid pad, the device was downloaded and normal function ensued.